Event description:
A malfunction was reported with the pump by the caller, who noted that there were no notable events prior to the malfunction and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. The customer has experienced at least three occurrences of the same malfunction previously, and the issue was not reset within the last 24 hours. Technical support confirmed the pump is under warranty, arranged to replace it with one that has updated software, and advised the customer on using a backup therapy to ensure uninterrupted insulin delivery. Instructions were given on preparing the pump for return and the steps needed upon receiving the replacement. The caller acknowledged these instructions, and a new pump was sent with a requirement for signature upon delivery.